Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following intraocular lens (iol) implantation, patient complained that vision was not up to expectations. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was poor vision. Additional information was requested, but no further information is available.